Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. A lot history review (lhr) of reds2221 showed 15 other similar product complaint(s) from this lot number. The complaints for this lot number (reds2221) have been reported from the same facility in (B)(6).

Event description:
It was reported to quality assurance that it has been received 14 notifications, of catheter too much malleable, with consequences of pain and discomfort to the newborn, fake path in its insertion, beyond that it was required phlebotomy and additional umbilical catheter insertion, added to multiple hours of nurse work. This report addresses the ninth event.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported to quality assurance that it has been received 14 notifications, of catheter too much malleable, with consequences of pain and discomfort to the newborn, fake path in its insertion, beyond that it was required phlebotomy and additional umbilical catheter insertion, added to multiple hours of nurse work. This report addresses the ninth event.